Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) australia alleging an error message issue with a one touch verio meter. The patient was unable to recall what the specific error message number was. She also did not have the meter with her for troubleshooting and therefore could not provide the serial # of the device. The patient manages her diabetes with "diabex (metformin) 2000 mg twice a day." The patient indicated that the alleged issue started on an unspecified date/time (B)(6) months ago. As a result of the alleged issue, the patient claimed that she developed a symptom of feeling lethargic. The patient claimed that she was only able to test her blood glucose (bg) once during the time of concern on her brother's unspecified meter. The patient reportedly got a result of "14.00" (unknown unit of measurement). It is unknown what date/time the result was obtained. On an unspecified date/time two weeks prior to contacting lfs on (B)(6) 2012, the patient stated that she had a doctor's office visit. The patient was reportedly treated with insulin (unknown type and dosage) by a health care professional (hcp). Prior to receiving the hcp treatment, the patient administered self-care by taking more unspecified medication and consuming more food/drink(s). An attempt by lfs to contact the patient for follow-up information was unsuccessful. It would have been helpful to know the following information: the patient's testing frequency, what her normal bg levels are, if the patient's bg was tested during the doctor's office visit, and if the insulin treatment provided by the hcp was a normal/usual dosage or if it was supplemental treatment. In addition, it would have been helpful to know what date/time the "14.00" bg result was obtained, what actions the patient took prior to the doctor's office visit, the reason why the patient had the doctor's office visit, and what additional medication the patient took prior to receiving the hcp treatment. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received insulin treatment from a hcp after the alleged error message issue began on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.